Manufacturer narrative:
One medfusion 3500 pump was returned to investigate the reported issue. The device was received with the top case chipped and cracked and the tamper seal removed. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log could not be viewed as the pump had a blank green screen. To further investigate the reported issue, a start-up was performed and the reported issue was confirmed. There was a blank green screen and there was a constant alarm. It was determined that the main board no longer operated properly as a result of normal wear. The pump is over 11 years old. The main board was replaced and the problem was resolved.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the alarm display was blank. It is unknown if there was a patient involved in the reported event.

Manufacturer narrative:
Other, other text: additional information: no adverse patient effects.

Event description:
Additional information: no adverse patient effects.